Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for intractable spasticity and cerebral palsy (severe). The pump contained lioresal at a concentration of 2000 mcg/ml with a dose of 339 mcg/ml. It was reported the patient had an empty pump due to a missed refill when the patient was hospitalized. The patient had undergone flap; the procedures were for bedsore ulcers to sacrum. The patient went to a rehab unit for 8 weeks. The need for pump refill occurred and it went unrecognized. The patient had no-showed at the (B)(6) pump refill appointment. The father stated the patient was asymptomatic during the timeframe of usual withdrawal. The patient was unable to verbalize needs or discomforts. The pump was refilled the day of the report; the issue was resolved. The patient was provided with a post-operation information packet and the representative discussed the pump partner app. The need to contact the clinic when hospitalized was also discussed so the refill could be done during a hospital stay.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.